Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer sometimes administers a double bolus when they notice that the insulin on board (iob) is less than the amount delivered via bolus. The customer's blood glucose (bg) level subsequently decreased to 32 mg/dl. The customer received third party assistance from a friend, who helped the customer while they experienced a seizure and provided carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No failure investigation completed. The information will be used for tracking and trending purposes.